Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing or cartridge tubing during the load fill tubing process. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 324-325 mg/dl.